Event description:
It was reported that during a sling procedure, the surgeon felt resistance with the sling device. The surgeon pulled the device out of the patient and found that the plastic point of the introducer had broken but was still intact. Another like device was used to complete the procedure with no adverse patient outcome.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information, derived from the evaluation, will be submitted in a supplemental 3500a form.